Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and had to be taped for the pump to recognize that it is charging. There was no impact to the customer's blood glucose level. Customer was sent a replacement cable to resolve the issue.